Event description:
Customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and suspects customer provided power fluctuations. Ge rep attached line analyzer to system, and is awaiting results. System operates as intended.